Event description:
It was reported that following a lap adjustable band procedure, the patient developed an abcess under the injection port due to a micro gastric perforation. The port was removed and replaced. A few days later, the patient developed peritonitis with an abcess under the left and right diaphragm and under the liver. He was also noted to have gastric erosion on a peritonite. The patient was hospitalized for a total of nine days. The band was removed from the patient. The patient is recovering perfectly.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.